Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed a crack in the housing of the interlink y-site. Underwater leak testing revealed a leak from this crack. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum housing of an interlink was cracked causing a leak between the septum and the septum housing. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.